Event description:
8/30/96-infiltration of chemotherapy agent into lt upper arm. 9/24/96-leaking of contrast material seen at proximal end of catheter. 9/26/96-inspection after removal showing fracture of the catheter at the inferior side of the hub connector.